Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, a 2625-23mm aortic valve was explanted after approximately 4 years 7 months (55.27 months) due to regurgitation. The customer reported: patient implant a cebp 4 years ago in another hosp [name redacted], (B)(6) 2012, go to [hospital name redacted] to check body due to uncomfortable. After checking, found valve leaflets are broken. So [hospital name redacted] made decision with patient to explant cebp and changed it to a mechanical valve. Patient took valve away and claimed will go back to look for [hospital name redacted]. Device will not be returned. Patient took possession of the device. No medical / medications records will be provided. Patient has not given consent. Pictures of the device were made available by the hospital. Porcine valve was replaced with a mechanical valve (make and model unknown). No echocardiography will be made available. No report of infection or endocarditis for this patient per the surgeon.

Manufacturer narrative:
Method: device not returned. Patient took possession of the device and will not release the device nor any reports. The DHR is currently in progress. No infection or endocarditis was reported for this patient. The device will not be returned for evaluation; however, pictures have been provided by the hospital and are currently under review to see if an assessment can be made.